Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Revision surgery of secur-fit cup was performed due to fixation failure on (B)(6) 2015. The primary surgery was performed on 2001.